Manufacturer narrative:
Concomitant medical products: product ID: 8780, lot/serial#: (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8780, serial/lot #: (B)(4), ubd: 16-jul-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving 25 mcg/ml prialt at 2 mcg/day via an implantable pump for an unknown indication for use. It was reported that the patient's pain symptoms returned. It was noted the patient fell, which may have led or contributed to the issue. A dye study was performed and surgery was scheduled for (B)(6) 2018. The issue was not resolved and the patient's status was noted to be "alive - no injury". No further issues were reported or anticipated.